Event description:
A report was received that the patient was experiencing lead site pain. X-ray was taken and showed lead migration. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Sc-8336-50 sn: (B)(4). Device evaluation indicated that the lead migration has been confirmed. It was reported that one of the clik anchors was not fastened by the implanting physician causing the lead to migrate. Lead migration caused damage to the paddle. The paddle silicone is torn at the junction and cables are protruding through the paddle silicone. Additionally, the paddle is missing electrode #19 and it was not returned. Damage to the lead is caused by excessive tensile force when it migrated.

Event description:
A report was received that the patient was experiencing lead site pain. X-ray was taken and showed lead migration. The patient underwent a lead replacement procedure.